Event description:
On (B)(6) 2013 it was reported that the vns patient has had high impedance since (B)(6) 2013 but was recently seen and impedance was normal. It was noted that the generator also showed ifi=yes. Good faith attempts for further information from the nurse have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.